Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
Abbott customer support assisted the customer in updating the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. There was no adverse impact to patient management reported.